Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that the pump time was incorrect; cause was unknown. Reportedly, the customer corrected the pump time to resolve the issue. The customer's blood glucose level was 133 mg/dl.